Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: with hospitalization and device explantation codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.; patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.